Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. The patient's physician reported that the patient experienced an event. The md (medical doctor) indicated that the cgm (continuous glucose monitor) ¿failed to indicate cgm readings out of threshold/out of range and were in fact reading in normal ranges.¿ as a result of the inaccuracy the ilet insulin pump suspended insulin dosing. No symptoms, bg (blood glucose) or cgm values at home were reported. At some point the patient developed diabetic ketoacidosis and was hospitalized for treatment. Due diligence attempts to contact the physician for more information were attempted but not successful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.